Event description:
It was reported that the pump display was dim and customer was experiencing difficulties with reading the screen. There was no reported impact to the customer¿s blood glucose. No additional information was provided by the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.